Event description:
Information received by medtronic indicated that the customer reported the insulin pump battery cap contacts were damaged. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. No harm requiring medical intervention was reported. The customer will discontinue using the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.